Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced serious bodily injuries including extreme pain, infection of her bodily tissues, dyspareunia, significant mental pain and suffering, has sustained permanent injuries, and has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. The instructions for use which accompanies each device states in the precautions section: "the pelvilace to sys is for single-pt use only and is to be implanted surgically. Postoperative retropubic bleeding may occur in some pts and must be controlled before pt release. The pelvilace to sys procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace to sys at mid-urethra requires that the tissue sling lie flat with minimal or no tension under the urethra. The pelvilace to sys is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace to sys. Pts should be advised that pregnancy following a pelvilace to sys procedure may negatively affect the success of the previous procedure and incontinence may reoccur. Do not use the pelvilace to sys if the integrity of the packaging appears compromised. During needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).